Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d2a, d2b. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported by a vantage ankle journal article, the patient underwent an initial total ankle arthroplasty. Subsequently, the patient underwent treatment of periprosthetic fracture after the index procedure - orif. No further information.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.